Event description:
Customer reported unexpected positive reactions(3+ to 4+) with immucor anti-d (monoclonal blend), series 4, lot #504694 when a testing patient sample. However, repeat testing using slide methodology (no heating) resulted in negative reactions. Methodology is tube testing. No transfusions or adverse reactions occurred as a result of the unexpected positive reactions.

Manufacturer narrative:
Testing was performed with retention anti-d series 4, lot 504694, and red cells of various rh phenotypes, including weak d cells. The expected reactivity was observed in all testing. Manual tube testing was performed with customer's returned samples using a variety of manufacturers' anti-d reagents, including retention anti-d series 4, lot 504694. Both samples were nonreactive in all testing performed, including weak d testing. The customer did not return product for investigation.